Event description:
It was reported that this pacemaker system exhibited loss of capture (loc) on the right ventricular (rv) lead. The patient didn't experience asystole. It was noted the r-wave amplitude was 25-1.9mv. This pacemaker and rv lead were explanted and replaced. No additional adverse patient effects were reported.

Event description:
This supplemental report is being filed as the conclusion code was updated.